Event description:
It was reported to boston scientific corporation that an autotome rx 39 was being prepared to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During preparation, the handle was stiff and hard to operate. It was also noticed that the guidewire inside the tubing was turning brown, with the appearance of rust. The product was not used in the procedure and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the guidewire inside the tubing had the appearance of rust.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a180104 captures the reportable event of presence of foreign material in the device.